Event description:
During product evaluation, a baxter engineer discovered that the pump's batteries were damaged. It is unknown if there was any pt injury or medical intervention necessary. No additional information is available.